Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. Additional malfunction is the capacitor has a short circuit.